Event description:
A (B)(6) old male patient called zoll customer support to report that, after disconnecting his electrode belt, he was unable to reconnect the belt to his monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. Additionally, the belt could not lock into the monitor due to a broken trunk connector locking nut. The cause of the broken locking nut could not be positively identified but was likely excessive force. No adverse event resulted from the bent electrode belt pins and broken locking nut. The patient received a replacement electrode belt.